Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had an apparent fracture measuring at high, unstable, un-measurable thresholds. The lead was also dislodged. The lead was capped and replaced. There were no patient complications reported as a result of this event.